Event description:
Caller alleged imprecision with inratio. The results as follows: date: (B)(6) 2006, first test: 7.1; second test: 1.8.

Manufacturer narrative:
Inratio precision data provided by end-user lot: on (B)(6) 2006: first test inr = 7.1, second test inr = 1.8, mean = 4.45; sd = 3.7; %cv = 8.4%. The %cv is greater than 20%. Per internal, the precision failed the criteria for precision. Returned products will be investigated.